Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event that the "power connector cord wire is frayed" was unconfirmed. Visual inspection determined that there was no physical external damage to the device. During investigation, the device was able to start up, send readings and pass all related tests with no issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.